Event description:
Medwatch 2700490000-2022-8006 was received. It was reported that out of the package, this embolectomy catheter 4f had holes in the balloon. This was for a procedure with an elderly male with occluded graft post-left brachial artery to axillary vein graft. There was no patient injury. The product was returned for evaluation. The balloon latex appeared to have deteriorated and the balloon edges did not appear to match at the cracks.

Manufacturer narrative:
One 120804f embolectomy catheter was returned for evaluation. The customers report of holes was confirmed. The balloon appeared to have deteriorated. The balloon latex had multiple tears and cracks. Leakage was observed through the tears. The proximal windings were removed to match the balloon edges. The balloon edges did not appear to match at the location of the leak. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. Both balloon windings were intact. There was no other visible damage observed from catheter body. A device history record review was completed and documented that device met all specifications upon distribution. An engineering evaluation was assigned to the manufacturing site for further investigation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.